Event description:
The sales rep reported that the patient fell and the implant broke.

Manufacturer narrative:
An event regarding stem fracture involving a mod con dist stem 15 x 155 mm was reported. The event was confirmed. Method and results: device evaluation and results: a material analysis concluded, ¿the stem broke at approximately 6 inches from the distal end. The fracture initiated at or near the laser marking on the lateral surface of the stem. The base metal of the stem was a ti-al-v alloy consistent with a ti6al-4v eli material.¿ medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated, ¿cyclic loading at the level of the ununited fracture with a loose proximal and fixed distal fragment resulted in the inevitable fatigue fracture of the stem. The degree to which the laser marking contributed to the initiation of the failure cannot be determined based upon the information available for review.¿ device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the investigation concluded that the fracture was caused by cyclic loading at the level of the ununited fracture with a loose proximal and fixed distal fragment resulted in the inevitable fatigue fracture of the stem.

Event description:
The sales rep reported that the patient fell and the implant broke.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.